Event description:
The customer reported that the device failed to alarm. The customer had the spo2 sensor attached to the pt's forehead. The pt expired but the spo2 was still read 100% for 5-10 minutes. The physician reported that the pt had a pacemaker for the monitor was not configured for a pt with a pacemaker. The pt still had a heart rate of 60 after the pt expired.